Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: observation found during evaluation: when not plugged into ac power, the sr8 does not power on. The sr8 shuts off abruptly when unplugged from ac power. This is due to an internal failure within the lithium-ion battery. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Observation found during evaluation: when not plugged into ac power, the sr8 does not power on. The sr8 shuts off abruptly when unplugged from ac power.